Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the trigger on the vasoview hemopro 2 endoscopic vessel harvesting system had to be pushed hard to get the unit to shut off. The case was completed with the reported device. There were no pt effects. The product was discarded.